Event description:
A customer observed a condition code indicating that the vitros eciq analyzer's reagent metering subsystem was not performing optimally. An ocd field engineer was dispatched for service and observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of misreported results or patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. Evaluation of instrument dataloggers have confirmed that error codes observed by the customer were most likely caused by a partially blocked reagent metering probe. The root cause of this event was a partially occluded reagent metering probe.